Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor over infiused. It was further reported that ¿the medication runs out early¿. This was identified during an unspecified process step of an unspecified patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.